Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system lock was failed to open. The field service engineer arrived and noted no failures on the screen. The service call notes did not provide useful information to identify which storage spaces had failed. The client agreed to monitor for any further failures. The device was reported as working. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies displayed an error message failure to lock or failure to open. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.